Event description:
This case was reported by a consumer and described the occurrence of limb numbness in a male pt who received denture adhesive powder-double salt (poligrip powder a-formulation (B)(4) denture adhesion). A physician or other health care professional has not verified this report. Concurrent medical conditions included cardiomyopathy. Concurrent medications included glimepiride (amaryl), loxoprofen (loxonin), rebamipide (mucosta), (B)(6), allopurinol, (B)(6), aspirin (bufferin) and metformin hydrochloride (melbin). On an unk date, the pt started denture adhesive powder-double salt (unk). At an unk time after starting denture adhesive powder-double salt, the pt experienced limb numbness and lip swelling (developing rapidly, especially when the pt was tired). The consumer reported that a doctor had told him the symptoms were a possible allergic reaction and life threatening. At the time of reporting, the outcome of the events was unk.

Manufacturer narrative:
Poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).